Manufacturer narrative:
At the time of the incident, no device was distributed in (B)(4). No further information about the device was available. (B)(4).

Event description:
Patient experienced numbness through the right hand to 2 fingers about 1 year post miradry treatment (exact date unknown).